Event description:
The MFR rec'd info alleging a ventilator was alarming. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at the MFR's service center, a "service required" code was found in the ventilator's downloaded error log. The device's system board will be replaced to address the issue. The device was evaluated but not repaired, yet.